Event description:
It was reported that the crown fractured off of the implant at tooth location #30. Removed the broken screw on the implant and re-implanted with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided device brand name unknown / not provided device catalog and lot number unknown / not provided concomitant medical product(s): tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm/lot number-63615237. PMA/510(k) number not available. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading and improper patient selection. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.